Manufacturer narrative:
Device not returned to bme.

Event description:
Patient underwent hammertoe correction procedure in (B)(6) 2013. At 8 months post operative, x-ray revealed that two of three implants had broken. Patient has not required revision surgery, nor removal of broken implants. If additional information pertinent to this incident is obtained, a supplemental report will be submitted.